Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report 2 of 2. Report received form the USA stating that during a transformal fusion surgery the device "would not secure the attachment/cutter." There was no delay to the surgery. The reporter stated that the doctor used a "different process" and was able to complete the case successfully. The reporter stated that no injuries or medical intervention occurred. All available pt information was disclosed. There was no additional information provided.